Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient said they lost weight and the device was "hanging out". Patient said if they arched their back they could see the device hanging, and so the doctor had to go in and make the pocket smaller.